Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that the patient was diagnosed with tass (toxic anterior segment syndrome) at an unknown timing for cataract surgery (with intraocular lens implant). The exact timing and details of the surgery were initially unknown. The surgery was uneventful, and the patient¿s first postoperative visit showed no problems. Additional information was requested and received that the tass (toxic anterior segment syndrome) was observed two days after the surgery. At that time, the patient also experienced corneal edema and blurred vision. The patient was treated with topical medications. The current condition of the patient was unknown. This report pertains to phacoemulsification tip involved in this reported event. This report of 2nd patient of 2 patients.